Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing extension set was damaged the following information was received by the initial reporter with the following verbatim: line broke off at filter point. Pvc line broken at filter connection. Dedicated tacrolimus line but glucose running at the time via PICC. On mane checks, lines all connected at the time. When repositioning patient at 0930, I checked the lines were not pulling and did not feel any tension. About a minute later, realized the floor was wet.

Event description:
Additional information: please confirm if there is any visible damage on the set?-none visible. Please confirm if the sample has been disinfected ¿ if so when and with what substance?-wiped over with clinell. Please confirm the infusion setup? Drug- tacrolimus. Running into PICC line. Please confirm if the patient could have tugged the line during use? ICU patient-sedated.

Manufacturer narrative:
Additional information: additional event details from customer added to b5. Initial reporter phone number added. Investigation results: one 20350e-0006 sample was received for investigation of (B)(4). No packaging was received with the sample and residual fluid was present throughout the line. The customer reported that the "line broke off at filter point" during use. Examination of the sample noted that the upstream spigot of the in-line filter had snapped at its base; the female luer and tubing were not returned as part of the investigation. A closer inspection of the affected component identified white stress marks at the point of breakage, indicating that the component was under stress when the break occurred. The details of this feedback were forwarded to the manufacturing site as well as to the supplier of the filter for investigation. Their investigation did not determine any potential manufacturing defects which may have contributed, however they confirmed that the observed damage is likely to have occurred as a result of the component being subjected to an external force, the root cause of which could not be determined during the investigation. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20350e-0006 product over the past 12 months.